Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that extension tubing would not allow fluids to flow through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109063 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 6 bd maxplus pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: we have not had any issues with the ints or primary tubing. Gi had some issues with extension tubing last week. Six in a row would not allow fluids to flow through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd maxplus pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter:" we have not had any issues with the ints or primary tubing. " gi had some issues with extension tubing last week. Six in a row would not allow fluids to flow through.